Event description:
New information received notes the patient's right ventricular lead presented with a fracture.

Event description:
It was reported a patient's right ventricular lead presented with oversensing noise that led to inappropriate shocks. The lead was capped and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.